Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented after receiving appropriate therapy. Prior to therapy delivery, the shock impedance measurement was consistently 200 ohms in all three vectors. Following therapy delivery, the shock impedance measurement was within the appropriate range. No further testing or intervention has been performed or planned at this time. No adverse patient effects were reported.